Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted into a calcified lesion in the circumflax coronary artery after predilation with a 2.5mm diameter percutaneous transluminal coronary angioplasty balloon. The patient's history included coronary artery bypass graft surgery with triple vessel disease. Following the unsuccessful attempt to place the stent, it dislodged from the stent delivery system at the level of the ascending aorta. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent was then snared from the ascending aorta back to the brachial artery. A cutdown was then performed for removal of the stent from the brachial artery. There was no further intervention attempted to the target lesion. The physician had no product complaint and there was no additional clinical sequelae reported relative to the event.